Event description:
A report was received that the patient was experiencing discomfort and soreness on the ipg site and pain in certain positions. A bsn representative analyzed the ipg database and revealed no anomalies. The patient underwent a revision procedure wherein the pocket site was moved. The patient was doing well postoperatively.